Event description:
Customer reportedly obtained results of 178 mg/dl and 445 mg/dl on the aviva system within 10 minutes. No action take on device results. No adverse events reported. Requested return of suspect system and replacement was sent.